Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2022, the patient's father reported that the infusion set's tubing came apart at tubing connector. The issue occurred with four tubing sets. The site location was patient's buttock and the pump was located on the left side. The infusion had been used for one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.